Event description:
The customer reported that the ortho provue probe is dripping. The customer indicated that no error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were reported. Probe issues and fluid leaks may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A field service engineer visited the customer site on three separate occasions for three separate service orders. On (B) (6) 2009 and (B) (6) 2009 the fe visited the site and replaced the fittings to the waste bottle and the waste bottle cap. He also replaced the wash station. The fe returned on (B) (6) 2009 and installed new tubing from the probe back to the clot detection board due to a pinch in the tubing. He also replaced the o-ring on the waste bottle fitting. The fe returned to the site on (B) (6) 2009 regarding the third incident and determined the tubing to the probe was not contacting the probe and that there was a kink in it. He cut/repaired the tubing and reconnected the tubing and replaced the probe. Service conducted by the fe has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since these three incidents. (B) (4). Cross reference MDR # 1056600-2009-00242, MDR # 1056600-2009-00243.